Event description:
We were informed that this medical device failed with an error message. The event occurred at the patient's home and the patient was informed of this error during system startup. Therapy with the device was not possible.